Event description:
It was reported that patient experienced issues with pump charging. There was no reported impact to the customer¿s blood glucose level. Mother planned to provide insurance information so company could create new pump order, and staff intended to contact patient to determine whether they wanted to speak with technical support or only document account, with no further immediate action taken.